Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope system controller to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope system controller was analyzed and the customer reported complaint was confirmed and replicated. Reviewed error logs in artemis/lighthouse and confirmed that error 31049 and 319 did trigger in the field. Unit was visually inspected and found no issues related to the event. Unit was installed onto known good in-house system and system triggered both error 31049 and 319. System was power cycled multiple times and issue persisted. Further investigation found a damaged flat flex cable (ffc) connecting pie1 printed circuit assembly (pca) to potpie pca which resulted non-recoverable error 31049 and 319. As a result of these findings, failure analysis concluded that the damaged ffc is the root cause of the issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) while putting the system away to report repeated non-recoverable 31049 errors. The customer stated that they have attempted to power down the system a couple of times and even pressed "retry" but the system keeps encountering a 31049-timeout error. Tse viewed and confirmed errors in artemis on the "events" tab, but the errors are not yet in the "single system report". Tse also noticed 319 errors pointing to the escp (potpie_pic) not responding and a 68002-error pointing to a 12v power failure on the esc pie board. Tse walked the customer through a hard power cycle on the entire system, but the errors immediately returned. The procedure was completed with no reported injury.